Manufacturer narrative:
(B)(4). The reported complaint of "helium loss" is not able to be confirmed. No iabp part or recorder strip was returned to teleflex chelmsford for investigation. Complaint verification testing could not be performed as no sample was returned for analysis. According to the field service report, the field service representative serviced the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that: "pump was on patient. Found could not replicate he leak or fos not auto zeroing. Performed functional checklist. Iabp ac2 perform to spec. Pump was swapped and patient not harmed."

Event description:
It was reported that: "pump was on patient. Found could not replicate he leak or fos not auto zeroing. Performed functional checklist. Iabp ac2 perform to spec. Pump was swapped and patient not harmed."

Manufacturer narrative:
(B)(4).